Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-06713. It was reported the pt experiences uncomfortable heating when charging her ipg. The pt stated she has been using her system sparingly because of the heating. A replacement charging system was sent to the pt to address the issue. On 08/01/2012 st. Jude medical, neuromodulation div., sent field action letters to pts related to heating while charging and raised awareness of this issue to pts. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
Correction/removal reporting #: 1627487-12192011-003-r, 1627487-05242011-002-r. This ipg serial number was included in a field correction and field advisories. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.